Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no moisture damage on the lcd board, motherboard, interface board, rf board, motor, vibrator and battery tube assembly during visual inspection. There was no steam on window during testing. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads and cracked battery belt clip slot. There were no cracks on the window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call damage to the insulin pump. Customer advised they went to the ocean and realized there was a crack on the lcd window. Customer advised there is steam on the display window and believes it affected the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.